Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event of a "replace system controller" message occurring was confirmed during analysis. The analysis of the system controller black power lead revealed a compromised brown inner conductor (battery fuel gauge line). The compromised inner conductor, if shorted to the shield/ground, would result in a system interruption and a replace system controller/backup mode when the controller is connected to the power module. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller alarmed and a "replace controller" message was displayed on the monitor. The system controller was exchanged w/o incident. The pt remains ongoing.